Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07802 and medwatch 2210968-2012-07803. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the lights on the device were flashing when the first handpiece was used. The motor drive seemed to be working hard and ultimately shut down completely when the second handpiece was used. A third handpiece was connected to the motor drive and the procedure was completed with the third handpiece and the same motor drive. There were no adverse patient consequences reported.